Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a battery issue. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The available details indicate that the device promoted to replace the battery. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.